Event description:
Pt sex: unk. Procedure type: cardiovascular surgery. According to the reporter: tip of the needle broke when closing the wound. The broken part was found under the skin during an x-ray, but it had been determined to leave it there.

Manufacturer narrative:
Initial report sent: 2/8/2008.